Event description:
Patient reports that prior to knee replacement patient had an arthroscopic surgery that caused his knee to swell and had to have his knee drained every week and use crutches, so surgeon recommended a full knee replacement. Range of flexibility good but has extreme stiffness. Feels very heavy and tight. After a block of walking, patient needs to stop and is out of breath. Constant clicking but that doesn't bother him. The stiffness is the patient's biggest concern. Has to take a lot of advil but says there is no relief. Patient states he is not looking for any money, he just wants to be able to walk. Patient has seen several doctors since surgery but they tell him it takes time to heal.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding swelling, stiffness and pain involving a triathlon insert component was reported. The event was not confirmed. Medical records received and evaluation: medical review of the medical records provided indicate that there is no confirmation of the stiffness alluded to in the event description (last range of motion 3° to 120°; no tenderness on (B)(6) 2013). There is no follow up subsequent to the left total hip arthroplasty on (B)(6) 2013. There is no evidence that factors relating to this patient¿s total knee arthroplasty components are responsible for his clinical complaints. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed. Medical review of the records provided indicate that there is no evidence that factors relating to this patient¿s total knee arthroplasty components are responsible for his clinical complaints. The following additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5510-f-701, triathlon cr fem comp #7 l-cem, lot code: sythc. Cat. No.: 5551-g-401, triathlon asymmetric x3 patella, lot code: d045. Cat. No.: 5520-b-800, triathlon prim cem fxd bplt #8, lot code: s4jah. Cat. No.: 6191-1-010, simplex p - us full dose 10-pk, lot code: rcs044. Cat. No.: 6191-1-010, simplex p - us full dose 10-pk, lot code: rcs034.

Event description:
Patient reports that prior to knee replacement patient had an arthroscopic surgery that caused his knee to swell and had to have his knee drained every week and use crutches, so surgeon recommended a full knee replacement. Range of flexibility good but has extreme stiffness. Feels very heavy and tight. After a block of walking, patient needs to stop and is out of breath. Constant clicking but that doesn't bother him. The stiffness is the patient's biggest concern. Has to take a lot of advil but says there is no relief. Patient states he is not looking for any money, he just wants to be able to walk. Patient has seen several doctors since surgery but they tell him it takes time to heal.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.